Event description:
It was reported that the customer's high blood glucose was fluctuating for the past three weeks. The mother did not have the insulin pump to troubleshoot as her daughter has been in school. The mother stated that the customer was not getting any insulin. The caller noticed that the reservoir was half full when changing the cannula. The mother also stated that the customer's glucose level has been over 300mg/dl. The mother did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.